Event description:
It was reported that the insulin pump has been donated to the health care provider's office and given to another patient after the customer's passing. Attempts were made to contact the next of kin; however the phone number is no longer in service. Attempts were also made to contact the health care provider's office in order to collect information regarding the customer's death; however, there was no response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.